Manufacturer narrative:
No sample received so a device examination not possible. Lot number provided. Device history record review conducted and no issues identified. The root cause of the reported skin issue cannot be identified. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated.

Event description:
It was reported that the end user experienced blisters, weeping skin and sores around the stoma after using the 14203 skin barrier. Stool then started undermining his barrier causing skin irritation. He was seen in the ER and antibiotics given. The skin has improved but sores are starting again.